Event description:
It was reported that the ventilator failed o2 cell/sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that o2 cell/sensor test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. Based on technician statement, the nozzle units of air and o2 gas module were defective and replaced to resolve the issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed parts were available for further analyze. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 04/23/2021. Corrected manufacture date: 04/19/2021.